Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the his bundle lead, which is in the right atrial (ra) port, exhibited a possible capture issue. It was also reported that the right ventricular (rv) lead exhibited possible intermittent undersensing. Both the his bundle lead and the rv lead remain in use. No patient complications have been reported as a result of this event.